Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f19e0292. Additional information: no wire broke in the patient. The wire unraveled while trying to pull out of cvc catheter.

Event description:
The customer reports: while inserting the central line the divide wire broke requiring immediate discontinuation of insertion line. The reported defect was detected during use. The patient condition is reported as "fine." There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted. No intervention reported.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen catheter with a spring wire guide (swg) inserted for evaluation. Visual examination revealed the swg was unraveled from the proximal weld and is kinked/distorted in a few locations along the body. The j-bend was present by slightly misshaped. The returned catheter showed evidence of use but no obvious defects or anomalies. Microscopic examination of the swg confirmed the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. The major kinks in the swg body were measured at 270mm, 315mm, 373mm, and 285mm from the proximal tip. The broken core wire measured 602mm in length, which is within the specification of 596-604mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the swg measured 0.799mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The catheter body length measured 213mm which is within the specification of 207-227mm per catheter product drawing. A lab inventory swg of same diameter as that supplied in kit 0.032" passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: while inserting the central line the divide wire broke requiring immediate discontinuation of insertion line. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted. No intervention reported.